Manufacturer narrative:
(B)(4)

Event description:
It was reported that two burs from the same box (same lot number) did not work: one stopped working after a short time of use, second one's bur head snapped off within seconds of use. There was no report of patient impact.

Manufacturer narrative:
(B)(4). Two samples were received, part number 1883070hs, from lot number [0208470274]. Sample 1: when compared to the assembly drawings 66500040 revision a, inner assembly 66320469 revision c, and outer assembly 66320468 revision 00: the tip of the device was pulled out of its support area due to a stretched and possibly broken spiral wrap. There was residual biological material inside the suction area and along the outer tube. The outer hub was able to spin around the shaft, indicating that it was no longer attached and possibly cracked or broken. When viewed under magnification, a crack running the length of the outer hub was found directly beneath the irrigation tube. The information in combination with the extended spiral wrap is consistent with damage caused by excess pressure being applied during use. There was no indication that any portion of the device became detached. Note: the observed damage has previously been reproduced by using excess force during use with a reserve sample blade. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. Note: [excess: exceeded sufficient pressure required for operation] sample 2: the device was emptied from the shipping envelope, where it was found to be in several pieces. When compared to the assembly drawings 66500040 revision a, inner assembly 66320469 revision c, and outer assembly 66320468 revision 00: the outer hub and inner shaft were broken, with the distal portion measuring approximately 5/8". The hub break coincides with the area of the outer hub where the metal tube and hub cease to overlap, and striations on the shaft near the break coincide with the proximal end of the outer tube where it is probable that metal to metal contact was made. The extent of this damage indicates that an excessive amount of force was applied to this bur during use. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. Note: [excess: exceeded sufficient pressure required for operation] results: fracture problem. (B)(4). This device is used for therapeutic purposes.